Event description:
The patient had a problem with her implantable neurostimulator (not specified). The patient had surgery to fix the problem with the device system. Device registration system indicates that the neurostimulator was replaced. No other device or clinical data were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.